Event description:
It was reported that during surgery, at the time of requesting the guides, the hooks arrived and the institution informed that the guides were contaminated, causing delay in the surgery and discomfort of the specialist. They reported that they only had 2 guides, when in reality there should be 4 guides. Affectation to the patient: the channel was not reamed since there was no way to use the syn ream, thus surgeon placed the thinner long nail in diameter.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6 investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the guide bent and broken at the tip. The reported allegation cannot be confirmed. The broken fragment was returned for evaluation. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the synream reaming rod ã 2.5 long l1150 would contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part# 352.033. Lot # 365493. Manufacturing site: werk selzach logistik supplier; (B)(4). Release to warehouse date: 07 dec 2023. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified